Event description:
In 1998 pt augmented with mcghan saline implants. In 1999, pt now has decided she no longer wants implants. Asks that they be removed. In 2000 pt underwent bilateral removal of implants and bilateral mastopexy.